Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, two different endoscopes were tried, but neither would calibrate. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to perform a hard power cycle, but the endoscopes still failed to calibrate. The third endoscope was not tried as there were more cases in other rooms. The case was cancelled and the patient was awakened due to the issue. Error logs indicated an "illuminator watchdog timeout" with a reason "dcib metadata watchdog timeout". The procedure was aborted-post anesthesia with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and no issues related to the reported event were found. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed the scope plugged in normally and no results related to the original complaint were found. The complaint was not confirmed based on failure analysis.